Event description:
It was reported that, the surgeon attempted to insert a competitor's lens and the lens got stuck while advancing in the cartridge. Reporter stated that incident was caused by the cartridge. There was no pt contact.